Manufacturer narrative:
Product has not been rec'd for evaluation, including root cause analysis to date.

Event description:
The doctor reported, the [system] power was around 48 lumens and the fiber has burned before introduced into the pt's eye. Add'l info has been requested.